Event description:
The plaintiff's attorney alleged that the patient experienced several sudden cardiac events between one to four months apart. Subsequently, the patient expired approximately two years after the first onset of the cardiac events, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event. Additional information has been requested and will be submitted upon receipt accordingly.